Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a balloon replacement procedure (patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured two weeks after replacement. The procedure was completed with another device (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. Examination of the returned device and a balloon burst was confirmed. No evidence was found to indicate the cause of the burst.